Event description:
It was reported that the patient was exercising with weights and noticed pocket stimulation after their workout was complete. It was found that the atrial lead had noise in the bipolar configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 43007, competitor lead, implanted: (B)(6) 1996; 419378, lead, implanted: (B)(6) 2006. (B)(4).